Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated 45cm distal to the is4 connector pin that the lead body was found squeezed and deformed. In this area the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported loss of capture and sensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Damages such as cuts into the insulation 46cm distal to the is4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Loss of capture and sensing were observed on this lead. Lead was found to be dislodged and was subsequently explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.